Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. The customer reported that they lost consciousness and paramedics came. The customer's blood glucose was 290 mg/dl at the time of incident. The customer's blood glucose was 216 mg/dl at the time of call. The customer reported that they were able issues with locking the infusion set to the reservoir. The customer was unable to troubleshoot at the time of call. The customer's blood glucose was 226 mg/dl at the end of call. The insulin pump will not be returned for analysis.